Manufacturer narrative:
Hillrom's investigation of the lift and broken actuator revealed the protection tube for the actuator was broken causing it to lose its protection effectiveness. The protection tube had descended to its lowest position, most likely caused by the adhesive patch for the stop ring not being bonded properly. With the protection tube descended, the side force required to break the actuator will be reduced. It appears the actuator was exposed to a sideways force by pulling or pushing it. The instructions for use for the uno 102 ee (7en150104, revision 6) states verbally, and visually with a warning symbol: never move the lift by pulling on the actuator. There is also a pictorial illustration in the instructions for use that the actuator shall not be pulled. The actuator is also labeled with an illustration that alerts the user not to pull on the actuator. That label was missing from this lift. The most likely cause of the label missing is the lift being cleaned with a chemical that is not approved for use on the lift. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The hillrom technician replaced the lift actuator to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the lift actuator snapped while lowering a patient onto the bed. The patient dropped about a foot onto the bed and hit his head on the headboard. There was no patient, or user injury reported. The lift was located at the account. This report was filed in our complaint handling system as complaint #: (B)(4).